Event description:
A us distributor contacted zoll to report that a patient had eczema and the lifevest caused the condition to flare up. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.